Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S20 FE 5G / 2.2 / Android_12.

Event description:
It was reported that the customer experienced a blood glucose (BG) level of 300 mg/dL; cause was unknown. Customer was admitted into the hospital and was treated with intravenous fluids of insulin and glucagon and released on, (b)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.